Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained v oversensing episodes were observed when the patient presented in clinic. Cross-talk was noted upon reviewing the session records. Programming changes were suggested. Patient had left the clinic, so device was not reprogrammed.